Event description:
A caller reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided instructions for a pump reset. After executing the reset, the error code did not reoccur, and the caller successfully initiated their sensor session.